Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, attempts to track the device over the guidewire were difficult. The "side saddle" guidewire port kept catching on the ampulla. The physician advanced the device once, but on the second attempt access was lost when the guidewire fell out of the ampulla. The site was re-cannulated and the procedure was completed by placing a plastic stent. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.